Event description:
Customer returned the device for the issue of device not turning on and the leak tester is loose and vibrates out of the scope socket connector observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the ac inlet was broken. The main switch was had the plastic cover missing. This medwatch is being submitted for the reportable issue of the broken ac inlet and missing plastic cover on main switch noted during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the ac inlet was broken. The main switch was had the plastic cover missing. In addition, the light emitting diode (led) light do not light up due to bad switch. The scope socket, air joint, and suction cups are all worn out. Other functionalities are okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, regarding the inlet breakage and damaged power switch, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.